Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. According to information received from the surgeon incision has healed well. Patient is performing extremely well with her device. This is the final report.

Event description:
The patient reportedly had revision surgery to correct an air pocket which was identified surrounding the device. The patient's device remains implanted. Patient is performing extremely well with her device.